Event description:
Pts developed pulmonary edema following orthopedic procedures. Both pts were in the same or, had same anesthesiologist & surgeon. Equipment used was the same for both pts.

Event description:
Pts developed pulmonary edema following orthopedic procedures. Both pts were in the same or, had same anesthesiologist & surgeon. Equipment used was the same for both pts.